Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) had not been discolored and the plug release failed. Manual compression was used for hemostasis. There was no reported patient injury. The user maintained a 60-degree angle during the retraction process. The doctor obtained the certification to use exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally the user hand pulled the guide wire ring and found that it could change color, and the plug expansion button could be pressed. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) had not been discolored and the plug release failed. Manual compression was used for hemostasis. There was no reported patient injury. The user maintained a 60-degree angle during the retraction process. The doctor obtained the certification to use exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally the user hand pulled the guide wire ring and found that it could change color, and the plug expansion button could be pressed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU. A 6f non-cordis puncture sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was manipulated post procedure and therefore received fully deployed. The window was received in full transition. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) had not been discolored and the plug release failed. Manual compression was used for hemostasis. There was no reported patient injury. The user maintained a 60-degree angle during the retraction process. The doctor obtained the certification to use exoseal vcd. There were no obvious signs of damage to the device or packaging prior to use. Angiography confirmed the suitability of the femoral artery. Externally the user hand pulled the guide wire ring and found that it could change color, and the plug expansion button could be pressed. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU. A 6f non-cordis puncture sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site showed no calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. The device is being returned for evaluation.